Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood back-flowed into the cap of a one-link needlefree IV connector. This occurred during patient use. A syringe was attached. There was no patient injury or medical intervention reported. Additional information was requested and is not available.